Manufacturer narrative:
On 9/9/2024 - we were notified of a patient who threw up their capsule. X-ray confirmed it was not retained. On 9/10/2024 - we requested more information on the reason why the capsule was vomited. On 9/11/20224 - a replacement capsule was sent to the customer. On 9/16/2024 - we were informed that "the capsule nurse does not have any more knowledge on why the patient vomited up the capsule but was confirmed via kub that it was not in the body." On 9/19/2024 - frm-0089c capsule incident questionnaire was sent to the customer to gather more information on this issue. On 9/24/2024 - the frm-0089c was received indicating that the patient has preexisting conditions ("chronic constipation and abnormal imaging concerning for crohn's"), the form states that on (B)(6) 2024 the capsule was swallowed by the patient without any issues but the same evening, the patient started with abdominal pain and vomiting. They did a cr of the abdomen and did not find the capsule retained.

Event description:
On 9/9/2024 - we were notified of a patient who threw up their capsule. X-ray confirmed it was not retained. On 9/10/2024 - we requested more information on the reason why the capsule was vomited. On 9/11/20224 - a replacement capsule was sent to the customer. On 9/16/2024 - we were informed that "the capsule nurse does not have any more knowledge on why the patient vomited up the capsule but was confirmed via kub that it was not in the body." On 9/19/2024 - frm-0089c capsule incident questionnaire was sent to the customer to gather more information on this issue. On 9/24/2024 - the frm-0089c was received indicating that the patient has preexisting conditions ("chronic constipation and abnormal imaging concerning for crohn's"), the form states that on (B)(6) 2024 the capsule was swallowed by the patient without any issues but the same evening, the patient started with abdominal pain and vomiting. They did a cr of the abdomen and did not find the capsule retained.